Event description:
Reportedly, cco measurement value varied during use. Blood temperature was shown at 32 degrees centigrade. Customer changed the 70cc2 and cedv, but it did not solve the problem.

Manufacturer narrative:
Device not returned.